Manufacturer narrative:
Model number / catalog number: 72404127, serial number null batch / lot number (B)(4), model / catalog description: control pump fgs iz. Model number / catalog number: 72400024, serial number null batch / lot number: (B)(4), model / catalog description: balloon fgs 61-70 cm.

Event description:
It was reported that the patient experienced a hole in the cuff of a three year old artificial urinary sphincter (aus). A replacement surgery was performed in which the existing device was removed and a new aus was implanted. The patient was said to be good after the procedure. No more information available at the moment, further information was requested. It was further reported that the patient experienced recurring incontinence leading to the replacement surgery. The cause for the cuff perforation was unknown. The patient did not experience any additional adverse events. No more information available at the moment. Should additional information become available, it will be provided.